Event description:
The customer obtained positively biased troponin I results on a plasma pool used for quality control and on patients samples. Mismatched results might lead to inappropriate physician action; therefore the likelihood of an adverse pt outcome is not remote. There was no report of pt harm as a result of this event.